Event description:
It was reported that the patient experienced a shocking and jolting sensation at the implantable neurostimulator site that caused their right leg to lock up. It was also reported that the patient swelled up and hurt when she breathed. The patient also experienced pain in their back and in their leg. The patient's status was reported as fair. Additional information has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4).